Event description:
The pt was injected in the tear troughs under the eyes and orbital rim on lower lateral corner. The pt allegedly developed swelling and felt water under eyes, "festoons". The pt was treated with warm compresses, massage, ultrasound, benadryl, and prednisone.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was not confirmed. The pump was returned without the tubing set. Visual inspection of the returned pump revealed it was in good condition aesthetically, lacking physical damage. Evaluation of the pump found all functions met specifications. Device history record revealed nothing relevant to this event.the cause of the event could not be determined from the information available and device evaluation. Device history record revealed nothing relevant to this event.the investigation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the surgeon aborted a rotator cuff repair case. According to the reporter, the pump roller rubbed a hole in the tubing on the inflow side of the console. The surgeon irrigated the joint and the case was aborted. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up communication with the event reporter provided additional information that the surgery has not been rescheduled at this time. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.this is the first complaint of this type for this part/lot combination. The investigation conclusion of this event is being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.